Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached almost 700 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea and dizziness. The patient was treated with an insulin drip and fluids. Patient was released after spending one night in the hospital.